Event description:
Procedure type: spinal surgery - fusion l3 to s1. According to the reporter: initial operation was performed in . At about 10 days later, the patient experienced an increase in pain. X-rays were taken at approximately one week later, and it was confirmed that all of the screws (8) had disassociated. A revision surgery was performed successfully in the next day. According to the doctor, the patient did not have any trauma and was wearing a brace. No interior column support was used.

Manufacturer narrative:
A review of the x-rays received confirm that both sides of the construct had disassociated. During evaluation of the products received for evaluation as well as products from the x-spine inventory from one of the same lots (77817), it was found that a dimension on one of the screw components were out of the specified tolerance. This discrepant dimension will prevent an optimal compression of the screw construct onto a rod, and may cause a disassociation of the construct in some circumstances. An advisory notice has been sent out to all distributors and hospitals in the us, indicating that the capless li products should be sent back to x-spine systems.